Event description:
Boston scientific received information that this right ventricular lead was part of a system revision due to dislodgement. The dislodgement was discovered subsequent to observations of intermittent capture and high pacing thresholds. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual and an electrical analysis. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by over rotation. Further analysis showed a bend in the distal part of the lead. Bending the distal part requires the presence of mechanical stress. Traction forces during surgery should be taken into consideration. The cuttings of the insulation occurred most likely during the explant procedure. During further analysis, no other deviations were noted which might be related to the dislodgement of the lead mentioned in the complaint description. There was no sign of a material or manufacturing problem.